Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A customer reported that during an intraocular lens (iol) implant procedure, the haptic broke. The procedure was abandoned. Additional information was requested.